Event description:
A female came in for gall bladder surgery -- surgery uneventful, but when pt was in recovery room and beginning to wake up, the o2 monitor read "attach probe" on screen instead of reading an o2 sat rate. Nurse changed to another probe and placed on pt's ear instead of finger, same reading appeared. Pt became unresponsive. Md did jaw thrust, gave more meds but pt had to intubated again. O2 sat rate then shown on monitor screen. Pt unresponsive for 48 hours, but woke up while in ICU. Pt discharged in 2009. 1 week after event, hospitalization was longer than expected and the monitor may have malfunction to prevent regularly monitoring.